Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1160, serial number: (B)(6), batch/lot number: 374158, model/catalog description: spectra wavewriter ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7082880, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a fall unrelated to device stimulation that resulted in inadequate stimulation and leads migration, and as a result, the implantable system was replaced. Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was disposed by the medical facility.